Event description:
The user facility report stated the pt's tracheostomy tube had an unspecified leak. A non-routine replacement of the tube was required.

Manufacturer narrative:
The user facility was contacted, and return of the tracheostomy tube for failure investigation was requested.